Event description:
Our sales and services department reported that the ventilator failed the flow transducer sub-test during the pre-use checks tests. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
The returned oxygen gas module which regulates the inspiratory oxygen gas flow to the patient has been investigated. The gas module was installed in a reference system for simulated-use testing. The pre-use checks tests passed. No alarms were generated during ventilation, nor any deviation during tests in our production test system. The failure was confirmed in received device logs. The logs showed that the gas module had a higher zero flow than expected during the flow transducer test. This failure mode has been noticed in other investigations and is a combination of zeroing the gas module, the gas module and pressure compensation in the inlet hose. This failure mode would only occur in the flow transducer test during pre-use check.

Event description:
Manufacturer reference # : (B)(4).